Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that while the ventilator was connected, it was blocked due to an obstruction. Identification of issue has been done by analyzing problem description and service report. According to the information provided by the technician, during service visit, the issue was not reproduced and no parts were replaced. The device was delivered to the user in working condition. The issue was decided to be reported based on available information as the initial description might have underlying causes which represent a reportable event. There was no patient harm. The root cause to the reported issue has not been determined. The correction of fields #h4 device manufacture date and #h8 usage of device was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 05/01/2020; corrected manufacture date: 04/27/2020. #h8 usage of device: previous usage of device: unknown; corrected usage of device: reuse.

Event description:
It was reported that while the ventilator was connected, it was blocked due to an obstruction. There was no patient harm. Manufacturer's ref.#: (B)(4).